Event description:
It was reported by caretaker that she was trying to change the bed and let the rail down and the rail broke on the left side. Voicemail was left for larry at pmi on a service center for repair in the area . Cecil is the end user of the bed. Larry called back and spoke with deedra in complaints and states he will contact the end user with a resolution.